Event description:
There was an allegation of a questionable negative elecsys hiv duo result from the cobas e 801 analytical unit for one patient. The initial result was negative; however, the patient is hiv positive.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The medwatch section d. Device identification was updated. Relevant fields of sections d and g were updated. In the provided alarm trace, there are sample quality alarms and a sipper movement alarm after the reported patient sample was run. The qc was within range before the sample measurement. A field service engineer (fse) identified a bent prewash sipper and replaced it. This is consistent with the sipper movement alarm in the alarm trace after the reported patient sample was processed, and indicates an extremely high protein concentration in the patient sample. The investigation determined that the event was due to an interferent (high protein concentration) in the patient sample. The analyzer is working according to specification after the service.

Manufacturer narrative:
The exact results were provided for the event. On (B)(6) 2025, the patient's initial elecsys hiv duo result was 0.224 coi (non-reactive). (Sub results of hiv ag 0.199 coi and ahiv 104 coi). On (B)(6) 2025, the elecsys hiv duo result from another analyzer was 128 coi (reactive). (Sub results of hiv ag 0.202 coi and ahiv 128 coi). On (B)(6) 2025, elecsys hiv duo result from the initial analyzer was 123 coi (reactive). (Sub results of hiv ag 0.226 coi and ahiv 123 coi). The investigation is ongoing.